Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint was not duplicated. The battery cap was removed from the pump without difficulty. The battery compartment and cap threads were intact. The battery cap secured properly to the pump. The pump casing was damaged due to a broken clip and allowed for damage to the printed circuit board. A trace in the bolus button circuit on the printed circuit board was observed to be broken and caused an unresponsive keypad.